Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket erosion with infection. Moreover, it was noted this ra lead had insulation abrasion. Hence, the lead was repaired using a repair kit. Furthermore, this lead tested normal prior to repair and after. This lead remains in service. No additional adverse patient effects were reported.